Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll brazil had leakage past the stopper. The following information was provided by the initial reporter: it was reported that the syringe leaking through the plunger region additional information received on september 19, 2025, email follow up, could you please provide the date on which the event occurred in dd/mm/yyyy format? 17/09/2025. Was there any damage to the patient's health? If so, please explain in detail. No. Could you share the anvisa notification number? 2025.09.003884.

Manufacturer narrative:
(B)(4) follow up. A syringe was reported to be leaking through the plunger region. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph was provided and reviewed by the quality team. The image depicts a syringe without its packaging blister, placed inside a plastic bag. The plunger rod and rubber stopper are fully depressed to the bottom of the syringe barrel, and a needle is attached. No additional information could be obtained from the photograph. A review of the device history record was completed for material number 303552, lot 4302268. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and the limited information available from the photograph, the reported symptom could not be confirmed. In the absence of a physical sample, it is not possible to determine a probable root cause.